Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 large volume infusors did not deliver medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured november 24, 2015 ¿ november 25, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.